Manufacturer narrative:
The customer indicated that the device was discarded and would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a thyroidectomy procedure, the gauze was shredding and falling apart in the wound. The pieces were removed manually and by irrigation. The gauze was unfolded prior to being used. No patient injury occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.